Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on initializing peripherals. A field service engineer tried launching the application from the admin side, closed the application, disconnected the scanner, re-downloaded the image for the anesthesia system, performed the re-image, and pushed out all the necessary packages to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es screen was flickering. The customer reported that there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.